Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (excessive force was used). Inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology - severely calcified lesion). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Conclusion results: failure to follow instructions ¿ (excessive force used). Inherent risk of procedure ¿ (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - severely calcified lesion).

Event description:
A resolute integrity drug-eluting stent was being used to treat a severely calcified lesion in the cx. The device was removed from packaging per IFU and device inspected prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during attempted delivery. During delivery attempts the stent became damaged. The device was removed from the patient without issue and another resolute integrity was used to treat the patient successfully. The patient is reported to be ok post procedure. Still image review: one photographic image of the stent was provided for review. Stent deformation in the mid segments can be confirmed from the image.